Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by noise. No further patient complications were reported as a result of this event. Further information from an attorney alleges in 2006 and at times thereafter the plaintiff experienced inappropriate shocks due to a fractured wire, bending, insulation loss, loss of capture, abnormal lead impedance, sensing failure, or other failure or malfunction. Also alleged was immediate and excruciating pain and injury, extreme anxiety, and emotional distress. In 2006, plaintiff underwent an unsuccessful lead revision. In 2007, plaintiff underwent successful lead revision and ICD replacement. As a result of the procedure, plaintiff sustained a pneumothorax requiring a prolonged hospitalization. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.